Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited myopotential oversensing on the atrial channel, reproducible with isometrics. No intervention was reported. The patient was stable.